Event description:
Customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. No pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned unit confirmed that the unit has no power when using batteries. There is corrosion due to battery leakage on a flat contact and on battery springs. Unit powers up when using an external power supply or a 9v adapter. Unit passes functional tests. Note: instructions for use state: drape the red ribbon across the battery compartment and inset four new "aaa" batteries as pictured inside the battery compartment. Take care not to damage battery contacts. Batteries should be inserted on top of red ribbon and the loose end of the ribbon should stick out the other end for easy battery removal. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).